Manufacturer narrative:
The device was not returned, and no testing was possible on the actual device. However, retained samples from several lot numbers (including the same lot number) were re-inspected, and no abnormalities were found. The presence of adhesive, the condition of the medical-grade hydrocolloid adhesive, and its ability to stick to skin were verified. In addition, the device history records (DHR) of the same lot number and the current inventory were reviewed, and no nonconformities were found. Samples of finished goods were selected from the retained samples of the same lot number and the current lot number for re-inspection, and no abnormalities were found. The presence of adhesive was verified, and individual tabs from the retained samples were also inspected. The condition of the medical-grade hydrocolloid adhesive and its ability to stick to skin were confirmed. Based on the clinical information provided and the test results, we were unable to reproduce the issue with any of the samples or confirm the cause of the incident, as all previous and current samples of the product functioned as expected. Per complaint ratio calculation, this incident seems rare to happen. This complaint will be monitored for trending purposes and has been added to the relevant logs and charts.

Event description:
Separation of one side of the device from patients face and unplanned extubation.